Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated with the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve (all models) relies on calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication that a product malfunction contributed to this adverse event. Available information suggests patient factors likely contributed to the great vessel perforation as the patient's degree of annular calcification was moderate. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
It was reported by our japanese affiliate that during a transfemoral transcatheter aortic valve replacement tavr with a 29 mm sapien 3 ultra resilia valve a great vessel perforation occurred in the ascending aorta during deployment. The reporter indicated that the event was suspected during the second inflation of the two-step inflation process. The physician considered that the upper end of the stent may have impinged directly above the sinotubular junction (stj) on the non-coronary cusp (ncc) side, possibly causing vascular injury. Interventions performed included pericardial drainage, chest opening, suturing of the perforated area to achieve hemostasis, and administration of a blood transfusion. The patient remained under observation in the ICU following the procedure. The degree of annular calcification was reported as moderate, and tortuosity as mild. Minimum luminal diameter was noted as 5.0 mm. The valve was successfully implanted.